Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. E1. Initial reporter was shortened due to character limitations. The complete name is: (B)(6).

Event description:
It was reported that during an in-office inspection performed by a getinge service territory manager (stm), after replacing the tidal disk, the cardiosave intra-aortic balloon pump (iabp) pim test failed. There was no patient involvement.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
Updated filed: b4, g3, g6 and h11. Corrected field: h6 (investigation conclusions).

Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h6- medical device problem code, type of investigation, investigation findings, investigation conclusion, component code and h11. The fse that encountered the issue replaced the tidal volume disk. The pim test passed. The following was performed by service technician of the maquet failure analysis and testing department wayne, new jersey. The failure analysis and testing department received the following part (tidal volume disk) with a reported unit failure of pim test fails when replacing new tidal volume disk. The failure analysis and testing department performed a visual inspection of the part received and it¿s in good condition. The failure analysis and testing department installed part the tidal volume disk in the cardiosave test fixture, performed and tested the part to factory specifications in accordance with procedure and the cardiosave service manual to recreate the reported problem. The failure analysis and testing department could not replicate the failure experienced by the customer. Tidal volume disk passed the test. Sending the tidal pressure disk to the supplier for further failure analysis as per procedure. The following was submitted by technician of the maquet failure analysis and testing dept. (Fat) wayne, new jersey. Failure analysis received from the supplier for part. They stated assembly passed leak test with no defect found. Root cause is not confirmed. Retaining the part in the failure analysis and testing department per procedure. The most probable root cause is excessive stress or fatigue.

Event description:
N/a.